Event description:
This lead was explanted and replaced due to dislodgement. Upon explanting this lead, the physician noted that this lead was kinked distal to the yoke. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several deformations of the inner coil distal to the yoke as mentioned in the complaint description which occurred most likely during the explant procedure. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.